Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty control panel. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the speaker on the display was defective and did not respond. Control panel was replaced. The touch calibration was then carried out successfully. (Arctic sun 5000) 05 water reservoir empty was displayed during the evaluation. (Arctic sun 5000) 109 esophageal probe recommended was displayed during the evaluation. Water replacement, and calibration were performed. Both the stk/mtk tests and the calibration were completed without any issues. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Correction: d, e, f, h. All available UDI information is being provided. Initial reporter name: winterthur cantonal hospital invoice processing h11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that routine maintenance was performed in an arctic sun device, including cleaning, inspection, a quick-check, water replacement, and calibration. All calibrations were passed. Stk/mtk. During testing, it was discovered that the loudspeakers were defective. Alarms were not being played back audibly. After inspection, they suspect a defect in the electronics or the touch panel. Per sample evaluation results on 22dec2025, alarm/alert 05 and for the probe alarm/alert 109.

Event description:
It was reported that routine maintenance was performed in an arctic sun device, including cleaning, inspection, a quick-check, water replacement, and calibration. All calibrations were passed. Stk/mtk. During testing, it was discovered that the loudspeakers were defective. Alarms were not being played back audibly. After inspection, they suspect a defect in the electronics or the touch panel.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.